Event description:
It was reported that the patient received a blood glucose result of 104 mg/dl at 10:55 a.m. On (B)(6) 2021. The patient experienced symptoms of difficulty breathing and facial swelling prior to losing consciousness. The patient did not believe the result of 104 mg/dl was correct. She believes the actual blood glucose level was lower than 104 mg/dl. The patient was concerned the result may have actually been 64 mg/dl because the screen was difficult to see due to display segment/pixel issue. No actions were taken based on the device result. The patient lost consciousness at approximately 11:00 a.m. The patient does not know approximately how long she was unconscious. Her husband treated her with glucose. The patient's husband attempted to test her with the blood glucose monitor, but was unable to do so because of the display segment/pixel issue. The patient was transported to the hospital at an unknown time. The hospital informed the patient that a blockage in her esophagus was discovered which she was ultimately admitted for once she arrived, and she received surgery to remove the blockage. The patient reported that the blockage was not related to diabetes, it was just a coincidence that this occurred at the same time as the low blood glucose. The blockage caused her to lose consciousness. The patient states she was not admitted for low blood glucose, only for the blockage. The blood glucose result at the hospital was slightly lower than normal. It was unknown if the patient as treated at the hospital for the low blood glucose level. The patient received an unknown IV and she was released on (B)(6) 2021.